Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported pain around the implantable pulse generator (ipg) area that extends across the upper chest; mainly on the left side of the chest. The patient was feeling more tired. The patient was unsure if something was poking out an inch above the ipg. The ipg remains in use. No further patient complications have been reported as a result of this event.